Manufacturer narrative:
Manufacturing and quality control data the progav shunt system was manufactured by a qualified employee in september 2019. Deviations during assembly did not occur. The shunt system was sterilized by miethke and released for shipment after final inspection. The progav valve has a normal pressure range of 0 to 20 cmh2o. The shuntassistant has a fixed pressure of 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/h or 50l/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. The shunt system was inspected as article fv434-t. All parameters (opening pressure, reflux, leak-proof/integrity of housing, adjustability and brake function) have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Result : an investigation was not possible because no sample was sent for investigation, because contamination. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the shunt system, since this documentation indicates that the shunt system is in perfect condition. It is possible that protein deposits inside the valves could impair the function of the progav shunt system and could have caused a restriction of the adjustability of the valve . As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the non- adjustability, this would be require an examination of the valve. Based on the current information, no further regulatory actions are required from our point of view.

Event description:
It was reported that there was an adjustment problem with a progav valve. No further patient informations. No sample available for investigation because a contamination.